Event description:
It was observed that during the device evaluation, the colono videoscope exhibited foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, olympus could not identify the foreign material and could not conclusively specify the root cause of the foreign material remained in the device. The most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.